Event description:
Unomedical reference number (B)(4). Event occurred in the spain. It was reported that customer reported infusion set cannula/introducer needle broke after use. No further information available.